Event description:
Pt was burned during an electrotherapy treatment. The pt was being treated for lower back pain. Electrotherapy treatment was applied three times a week by the prescribing clinician. Previous treatments had been applied to the pt without incident. The only pre-known existing condition known to the pt was nerve damage, location unk. During the incident treatment the clinician had prescribed the typical interferential electrotherapy treatment (ifc). The settings for the intensity was ultimately set to 20ma with the frequency set to the default settings. The treatment time was set for 15 minutes. The electrodes was 2" in size and made by durasick. The clinician indicated that the electrodes had been used less than 10 times. The clinician started the treatment. Approx five minutes into the treatment the pt requested the output of the ifc to be slightly increased. Within seconds, the pt asked for the treatment intensity to be decreased. The clinician stopped the treatment to examine the pt area of treatment. Examination of the treatment area revealed a single, 2nd degree burn measuring 1/2" in diameter. The pt did not require post treatment medical attention for the resulting incident.

Manufacturer narrative:
Awaiting return and eval of the device.